Event description:
Customer's mother reported customer received erratic glucose readings (246 mg/dl and 320 mg/dl) from their freestyle flash meter. Customer's mother reported customer suffered one episode of seizure and being treated with glucagons by her mother. There is no report of any diagnosis, death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.